Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a f/u MDR will be submitted. On (B)(4) 2013, the isi field service engineer (fse) visited the site for troubleshooting of the reported issue. The fse found the pt side cart (psc) with all arms draped and the monopolar curved scissors instrument used in this procedure was still installed on pt side manipulator (psm) #1. The cable and cannula used during the procedure were not available for inspection. The fse observed foreign black material/substance around the instrument¿s cautery cable stud and the area of the cautery cable connection. The cautery cable involved with the event was not available for inspection or troubleshooting. The fse performed full system verification on the da vinci si system and found the system to be operating to original equipment mfrs specifications. The fse instructed the site to return the mcs instrument to isi for eval. The fse also advised the site to locate the cautery cable involved in this complaint and if not found, to discard all cables in all their trays or have them tested by biomed for safety and functionality prior to their next surgical procedure. Intuitive surgical has made several attempts to contact the site to obtain additional info concerning the reported event; however, no additional info has been provided as of the date of this report. As of (B)(4) 2013, there have been no reported reoccurrences of the issue at the hosp. The customer reported complaint dose not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff believed that they noticed a spark at the point where the monopolar curved scissors instrument connects to the instrument cord exterior to the pt¿s body. The site was reportedly able to power off the generator and the reported issue stopped. The site was able to continue using the arm associated with the reported event and the surgical procedure was completed. There was no allegation of any harm, injury, or adverse outcome to a pt or surgical staff member.